Event description:
It was reported when using the bd preset¿ syringe with attached needle the plunger was difficult to move. The following information was provided by the initial reporter. The customer stated: "when collecting arterial blood for the patient, the plunger could not be pushed, so a new arterial blood collection was immediately replaced for the patient."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw water, and no issues were observed relating to unable to move plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to move plunger. Bd was not able to identify a root cause for the indicated failure mode.